Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no lot specific product issue. All available information was investigated, and the reported single leaflet device attachment (slda) appears to be due to challenging patient anatomy/operation context. The reported recurrent mitral regurgitation was due to the slda. The reported patient effect mitral regurgitation is listed in the mitraclip system instructions for use (IFU) as a known possible complication associated with mitraclip procedures. Additionally, surgical procedure and hospitalization appears to be a result of case specific circumstances as the patient underwent mitral valve replacement procedure.

Manufacturer narrative:
The clip was explanted and not returned. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is being filed to report the single leaflet device attachment (slda) requiring mitral valve replacement. It was reported that the initial mitraclip procedure was performed on (B)(6) 2020 to treat degenerative mitral regurgitation (mr) with a grade of 4. Two clips were implanted, reducing the mr to 2. On (B)(6) 2020, a control echocardiogram was performed, which found that the clip detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda) and increased mr of 4. On (B)(6) 2020, the patient had mitral valve replacement. No additional information was provided.